Event description:
It was reported that the ventilator generated a power error. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a power error. The service engineer confirmed the power error in the device logs, but could not reproduce the problem. A small burn mark and oxide were seen on the pneumatic back-plane printed circuit board (pcb). No device logs, pictures or other information has been received despite reminders. The conclusion is that the observed burn mark and oxide deposits may be related to the reported problem, but this could not be confirmed. Liquid/deposits in the ventilator may lead to a failure/short circuit and stop of ventilation. Alarms will be generated. As no parts were returned and no device logs were received, the problem cannot be confirmed nor any root cause identified.